Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Buried bumper and stoma site infection are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 the patient experienced a stoma site infection with granulation tissue to the affected site. On (B)(6) 2021, the patient was hospitalized for the event of internal retention plate of peg tube became visible from the outside. The patient had pg-j replaced on the same day and was treated with oral antibiotics for stoma site infection; augmentin 1000 mg twice daily and ciprofloxacin 500 mg twice daily.